Event description:
Per the clinic, the patient experienced an infection at inicion site. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device has been explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.